Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. This device was out of production prior to the (B)(6) 2014 UDI regulation date. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported severe inflammation and pain in a patient's right eye one day post photorefractive keratectomy (prk) . The patient was prescribed oral steroids and topical steroid dosage was increased. A flap lift and rinse procedure was performed in the right eye. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
Additional information received states that the patient was doing much better.